Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer going to the pharmacy for the purpose of obtaining a new device due to true metrix meter error messages. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (unknown). Sssl medical information and customer's son reported complaint on behalf of the customer. On (B)(6) 2025, her nurse attempted to use the monitor, but it displayed an ¿error¿ message. The nurse tried changing the strips and attempted to perform the reading three times, but without success. The reporter noted that the error message did not include a number¿only the word ¿error¿ appeared on the screen. The reporter stated that this is the first time such an issue has occurred. Manufacturer contacted customer's son via telephone; son was unable to provide test strip lot information as he lives in another state. Customer was able to obtain a replacement meter from the pharmacy.